Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent mild hypoglycemia while using the ilet system, with concern that typical meal announcements resulted in insulin delivery that contributed to low glucose readings; the lowest reported blood glucose was 47 mg/dl, the low persisted for about an hour, low glucose alerts were received, and additional user training was provided. Symptoms included hypoglycemia without loss of consciousness. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization; a caregiver provided assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.